Manufacturer narrative:
Reliability analysis evaluated 2 opened/used enlite-sensors and performed visual inspection and failed per spec. Found cannula bent. Cannot test or reproduce skin irritation, also unable to perform insertion test due to enlite-sensors being opened/used.

Event description:
Customer reported problems with her sensors. She stated that her sensors seem to die quickly and that they were causing her discomfort. She also reported that there was a bend on the end of her sensors. She also reported having irritation with all the tape used for her infusion sets and sensor. Customer also stated she was having adhesive issues with her sensors. The customer's blood glucose was 197 mg/dl. The customer was advised to seek suggestions from her healthcare provider. No additional information provided.